Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction occurred when used in combination with a third party product, the definitive root cause of the reported issue could not be determined. The event can be [detected/prevented] by following the instructions for use which state: chapter 4 usage 4.3 use of treatment tools for information on treatment tools that can be used in combination with this product, please refer to the "system diagram" in the "appendix" and the "electronic package insert" or "instruction manual" of the treatment tool. Also, for information on how to use the treatment tool, please refer to the "electronic package insert" or "instruction manual" of the treatment tool. Warn ¿ if it is difficult to insert or remove the treatment tool, straighten the bending section as much as possible while observing the endoscopic image. Using excessive force to insert or remove the treatment tool may damage the forceps channel or treatment tool, cause parts to fall off, or cause injury inside the body cavity. ¿ when inserting or removing a treatment tool, make sure that the tip of the treatment tool is closed or retracted into the sheath, then insert and remove the treatment tool straight into the slit of the forceps plug slowly. Otherwise, the forceps plug may break and pieces may fall out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updates were made to d3 and g1b.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the gastro video scope had adhesive on acoustic layer cracked, foreign object on distal end and forceps wire. There were no reports of patient harm.